Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device right atrial (ra) lead and right ventricular (rv) lead connectors had blood ingress. The physician cleaned the header and reconnected. After the revision the ra and rv lead thresholds have increased. The device and leads will remain in use at least until the next follow-up. No patient complications have been reported as a result of this event.